Manufacturer narrative:
All three levels of accutni qc were within the customer's established ranges pre and post the event. On (B)(6) 2010, a routine system check was performed and failed the wash specification. The customer repeated the system check which passed within specification. Customer technical support (cts) requested another system check, after changing the aspirate probes and verifying peri-pump tubing, which passed well within instrument specifications. Service was not dispatched, since the likely root cause was discovered while troubleshooting with the cts.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutnl results within the risk stratification range for two patients generated by access 2 immunoassay analyzer. The results were reported out of the laboratory. The original samples were repeated and lower results within the normal reference range were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.